Event description:
Rptr had silicone breasts implanted about 5 yrs ago (1988). She has since developed ms which has recently been rapidly deteriorating. Since the silicone breast implants can affect the immune system, her dr felt it would be a good idea to replace them with saline implants. Rptr feels the $4700 replacement cost should be borne by FDA since they approved them, and then decided they should be taken off the market.